Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of a leadless pacemaker, the device exhibited a pacing issue and threshold values were not good. Multiple sites were attempted however the physician decided to discontinue with the leadless pacemaker implant and implanted intravenously later. No patient complications have been reported as a result of this event.